Event description:
It was reported after sterilization procedure at user facility that the inner seal of the aseptic housing was not fixed and the housing could not be closed any more. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported after sterilization procedure at user facility, the inner seal of the aseptic housing was not fixed and the housing could not be closed any more. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, inside the lid is not fixed so housing cannot be closed, was confirmed. The service technician/specialist observed that the housing rubber gasket o-ring had come out of the lid in the corner channel. Device was placed in parts retention.